Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.no lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: unspecified.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 340 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly inserted, and stated he was not able to pair the pod with the controller. Symptoms reported include bad heart and kidney disease. The patient was treated with IV (intravenous) injection. The patient was released four hours later. The pod was worn when seeking medical attention.